Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Event description:
On 10/04/2022, it was reported by a sales representative via phone that an ar-3636 self bunching kl 1.8 fibertak, shoulder had an issue. During a labrum repair procedure on (B)(6) 2022, when the surgeon was unloading the implant from the packaging and transferring it to the surgical tech, outside of the patient the anchor fell off the inserter. The surgeon was trying to reload the anchor back into the device, and when trying to then implant the fiber tack into the patient, the anchor would not seat properly. No piece broke off the anchor, it was fully retrieved. Another ar-3636 self bunching kl 1.8 fibertak, shoulder with the same lot number was used to complete the procedure successfully with no impact to the patient. The device was discarded by the facility.